Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic adhesions ("pelvic adhesions"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, hypersensitivity, menorrhagia, dysmenorrhoea, dyspareunia, pelvic adhesions, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and arthritis. Concomitant products included aciclovir (acyclovir), buspirone, cyclobenzaprine, diazepam, ferrous sulfate, hydroxyzine, hydroxyzine hydrochloride, ibuprofen, ibuprofen (motrin), lorazepam, medroxyprogesterone acetate (depo provera) and meloxicam (morbic). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain ("abdominal pain"), 7 days after insertion of essure. In (B)(6) 2015, the patient experienced mood swings ("mood swings"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), pelvic adhesions ("pelvic adhesions"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain had resolved and the infection, menstrual disorder, pelvic adhesions, depression, anxiety, mood swings, female sexual dysfunction, migraine, headache, weight increased, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problem and allergic reaction related events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: results: essure device was successfully occluded. Lot number: b40016, manufacturing date: 2013-05, & expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 28-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and arthritis. Concomitant products included aciclovir (acyclovir), buspirone, cyclobenzaprine, diazepam, ferrous sulfate, hydroxyzine, hydroxyzine hydrochloride, ibuprofen, ibuprofen (motrin), lorazepam, medroxyprogesterone acetate (depo provera) and meloxicam (morbic). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"), 7 days after insertion of essure. In (B)(6) 2015, the patient experienced mood swings ("mood swings"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), pelvic adhesions ("pelvic adhesions"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, menstrual disorder, hypersensitivity, pelvic adhesions, depression, anxiety, mood swings, female sexual dysfunction, migraine, headache, weight increased and abdominal pain outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet-events mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic adhesions ("pelvic adhesions"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, hypersensitivity, menorrhagia, dysmenorrhoea, dyspareunia, pelvic adhesions, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and arthritis. Concomitant products included aciclovir (acyclovir), buspirone, cyclobenzaprine, diazepam, ferrous sulfate, hydroxyzine, hydroxyzine hydrochloride, ibuprofen, ibuprofen (motrin), lorazepam, medroxyprogesterone acetate (depo provera) and meloxicam (morbic). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"), 7 days after insertion of essure. In (B)(6) 2015, the patient experienced mood swings ("mood swings"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), pelvic adhesions ("pelvic adhesions"), depression ("depression"), anxiety ("mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain had resolved and the infection, menstrual disorder, pelvic adhesions, depression, anxiety, mood swings, female sexual dysfunction, migraine, headache, weight increased, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problem and allergic reaction related events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added- bladder disorder, urinary tract disorder, bladder infection, vaginal infection and vaginal discharge. Outcome of abdominal pain, pelvic pain and allergic reaction was updated to recovered. Rcc was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.